Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
On (B)(6) 2017, patient presented with pre-op diagnosis as: lumbar canal stenosis (lcs). For which patient underwent tlif (transforaminal lumbar interbody fusion) at l5/s. On an unknown date, post-op, both screws at s (sacrum) deviated medially. Reportedly, it seemed that there was no neurological symptom in the patient but replacement of screws were performed on (B)(6) 2017. The patient did not achieve solid fusion as the surgery was performed lately. No patient complications were reported.